Event description:
A distributor reported that a customer encountered issues with multiple cartridges from the same box due to adhesive failure between the cartridge pigtail and cartridge, which led to damage. The customer was able to change the cartridge and successfully resume insulin therapy. Tandem technical support arranged for a replacement cartridge through return merchandise authorization (RMA). There was no information available regarding the customer's blood glucose level at the time of the event, and no further details will be provided.